Event description:
A surgeon reported that a memory lens iol implanted in the right eye of a female patient in 1999, was explanted & replaced in 2006, due to opacification. Slight edema noted immediately post op. No further information is available.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.